Event description:
The customer reported that the system image went black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative found multiple items that need to be replaced. The customer is considering options for repair. No further information is available.